Manufacturer narrative:
Additional narrative: service history review: lot t984098: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A product development evaluation was completed: one part 399.99 was received with approximately 12.5mm of the jaw broken off the tip. The balance of the device is in good condition with only slight marks and scratches. The returned device shows light use during its two year lifespan. The handles have minor scratches and marks consistent with regular use. One tip of the serrated jaws is broken off. The fracture site is homogenous. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Although the exact cause cannot be determined, the complaint condition is most likely the result of excessive clamping forces combined with a torsional force. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Per the technique guide, the forceps are used to reduce and secure axial alignment of fragments prior to fixation for the 2.7 and 3.5mm plating systems. The complaint condition was most likely caused by excessive reduction force, rather than the design of the instrument. Although the exact cause of the complaint condition cannot be determined, it is most likely the result of an excessive reduction force being applied to the device, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal humerus open reduction internal fixation (orif) procedure, the lobster claw clamp broke off. The piece was retrieved without incident. Another clamp was used to complete the surgery. There was no surgical delay or adverse event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the reported clamp broke off. The repair technician reported the jaw broke off. The item is not repairable. The cause of the issue is unknown.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device is expected to be received for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Service and repair: the customer reported the clamp broke off. The repair technician reported the jaw broke off. The item is not repairable. The cause of the issue is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.